Manufacturer narrative:
The product is expect to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent to communicate the investigation results and the device history record review.

Event description:
It was reported that before use of an ev1000 pump unit, smoke was observed emanating out of the power cord/pump unit junction. Patient demographics and other pertinent information relating to the event were not provided at this time. There was no report of any patient compromise and no other system-related devices were identified as suspect.

Manufacturer narrative:
The reported event was confirmed. Examination of the pump unit found that plastic was melted inside of the power entry module. The pump unit was not connected to a power supply in order to avoid a safety issue. No further testing was performed. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Further evaluation of the pump unit was performed. It was found that the power supply socket on the pump unit smoked and sparked when connected to ac power and damaged the evaluation lab¿s power cord. The resistance between the hot and neutral posts on the power supply socket were out of specification. The pump unit powered up without issue with a known working power supply socket. The evaluation further showed that no other components besides the power supply socket were damaged on the pump unit. A failure that results in smoke could result in fire. Fires, especially in oxygen rich environments have the potential to injure a patient or user. In this event, there was no fire or injury to the patient or user. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.